Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously low hybritech prostate specific antigen (hyb-psa) results generated by the access immunoassay system for thirteen (13) patients. During troubleshooting with hotline it was determined there may have been an issue with the reagent pack used to generate the erroneous results. Repeat testing of the patient samples was performed on a new reagent pack and the results were all higher than the initial test results. Six of the patient's repeat results recovered above the normal reference range. The other seven patient's results repeated with in the normal reference range but outside of labeled assay precision claims of 7%. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples were collected in serum sample tubes. Psa qc was performing within the customer's established ranges prior to the event. Psa qc performed during "batch testing" of psa patient samples using the same reagent pack the erroneous patient results occurred on did not pass within the customers established ranges, it was out of the range low. While troubleshooting with hotline, the customer noted a reagent pack used to generate the patient results was "full of bubbles". The customer discarded the reagent pack and loading fresh psa reagent packs. Qc was repeated and results obtained were within the customer's established ranges. A field service engineer (fse) was dispatched and verified instrument alignments and ultrasonics were within instrument specifications. The fse performed a 50 replicate precision run of psa qc level I across two reagent packs to assess assay accuracy and precision. The obtained results were within the customer's established specifications. Although proper reagent pack loading was addressed with the customer by service personnel, improper pack loading could not be confirmed with the available information. A definitive root cause has not been determined to date for this event.